Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated at around 11:00am, they were walking to their car and when they stepped off the curb they passed out. Around 15 minutes later, the patient regained consciousness while in an ambulance and was being treated with intravenous (IV) therapy of glucose. The patient was transported to the hospital where they stayed for 2 and a half to 3 hours. The patient indicated that the cgm had not alerted them of their low glucose as the cgm was displaying 200mg/dl at the time of event, compared to a bg meter reading of 34mg/dl and was unsure of who called the paramedics. At the time of contact, the patient was recovered. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.